Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose was 201 mg/dl. Customer reverted to using an alternate method of insulin therapy.